Event description:
It was reported to philips that the device cannot boot up. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to corrupted program code in the flash memory u39/u40.